Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the trocar cannula broke when he tried to remove the infusion cannula during a procedure. There was no harm to the patient. The product is available. No additional information is expected.

Manufacturer narrative:
One opened trocar hub was received in a container for the report of broken trocar. The returned sample was visually inspected and was found non-conforming with the hub and cannula separated. Adhesive was observed in the hub. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).